Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose of 334 mg/dl. Troubleshooting was performed on the insulin pump and it was noted there were a couple of air bubbles in the reservoir. No troubleshooting was performed on the reservoir. Customer is not returning the reservoir for analysis.